Event description:
Reporter stated he experienced the er1 message about a month ago. Reporter cleaned meter and retested successfully. Reporter does not perform the control solution test on his meter.